Manufacturer narrative:
H6: eval codes: method-86 (other): work order search. Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A work order search was performed and no similar complaints were found within the work order. Conclusions - 67 (no conclusion can be drawn): based on the complaint history, the work order search and the eval of the returned product, a specific root cause of the event could not be determined.

Event description:
The reporter stated a crease was noticed in an aa4203tl silicone toric plate lens and was not used. There was no pt contact.